Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6), 2004. Subsequently, patient was revised on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due dislocation, metal on metal reaction, capsular necrosis, and a pseudotumor. It was also noted the cup was in a vertical position. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01398 & 03476).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup, head, and stem was performed (B)(6) 2012 due to an unknown reason. No further information has been provided.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.